Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during wrist procedure, the peripheral lip of the carpal poly. Size 1. +2 mm was warped upon opening. Item was not in good working condition as designed. Tried to seat it over the peripheral rim of the carpal plate. Unfortunately, the poly is super flimsy around the rim. It did not fit appropriately. When impacted the poly, it buckled under and compromised the integrity and ability to properly seat it. The procedure was resumed, without a significant delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The product has not been received at the aus site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed. · complaint history review: the complaint history review no identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. · risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. · DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. · CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. · device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. · product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. As the device has not been received for evaluation, a definitive root cause could not be determined. The complaint alleges no injury to the patient nor a significant delay during surgery. A determination of whether the device might have contributed to the reported event could not be made as the device has not been received for evaluation. This event was escalated to management for review as required and no further action was determined to be required. The freedom wrist carpal poly insert is a sterile implant made of plastic. The insert articulates against the metal radial implant. The insert is press-fit assembled to the metal carpal plate by impaction. Potential causes for the failure alleged by this complaint include inadequate or incorrect surgical technique or mishandling/misuse. Based on this investigation, the need for corrective action is not indicated as no non-conformances or manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.